Event description:
It was reported that catheter froze on wire occurred. The target lesion was located in the left anterior descending (lad) artery. After a non-bsc guide wire was used to cross the lesion, an unspecified balloon catheter was advanced over the wire, however it felt 'sticky' and resistance advancing the balloon down the wire was encountered. The lesion was able to be predilated. The physician then placed a 2.75x28mm promus element plus stent on the non-bsc wire. During advancement, the stent delivery catheter locked down, would not move and was stuck on the wire inside the patient. According to the physician " they felt this before with the wire". The device was removed as a single unit. The lesion was rewired using a choice pt guide wire and the procedure was completed with the implant of another 2.75x28mm promus element plus stent . No patient complications were reported and the patient status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).